Event description:
The customer alleged the carescape telemetry server (cts) unexpectedly stopped monitoring patients. Though the issue was noticed immediately, six patients were left unmonitored by a medical device for thirty minutes. Nurses were available to physically monitor the patients during this time. After the thirty minutes, the patients were re-admitted to the cts and monitoring by the medical device was resumed. There was no reported patient injury associated with this event.

Manufacturer narrative:
The information supplied by the ge field service engineer (fse) will serve as the source of information for this investigation. The ge fse diagnosed a failed central processing unit (cpu), and resolved the issue by replacing the cpu board.